Manufacturer narrative:
The device was received for evaluation. During functional testing, downstream occlusion was not reproduced. A review of event history log revealed downstream occlusion. Evaluation sent device for downstream occlusion testing and returned with passing results. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had an issue of downstream occlusion during unspecified process step in the biomed service department. There was no report of patient injury or medical intervention associated with this event. No additional information is available.